Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, a balloon profile problem and stent damage was noted. The proximal end of the balloon appeared to be inflated and stent struts were flared when the 2.75x24mm veriflex mr stent was opened and being prepared for use. The procedure was completed with another 2.75x24mm veriflex mr stent. No patient complications reported and the patient status is ok.